Event description:
It was reported that while in use on a patient, the pb560 ventilator continues to generate a low pressure alarm and the ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e: japan medtronic personnel reported the event to manufacturer on behalf of the customer. Section g: there is no 510k associated to this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted by FDA on april 05, 2020. H3: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d4 model and catalog number section d9 was update due to device evaluation section h6 evaluation codes were updated due to device evaluation method code (annex b) remove b21 andd b01 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d02 component code (annex g) remove g07003 and add g07001 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the pb560 ventilator continues to generate a low pressure alarm and the ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the ventilation stopped due turbine failure, sp replaced turbine and turbine control pcb. Additionally sp replaced central processing unit printed circuit board (cpu pcb) precationarily as the inspiration flow sensor needed to be recalibrated in a short period of time. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to potential fault in the turbine and/or the turbine control pcb. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d4 unique identifier (UDI) updated section d9 was update due to parts returned section h6 evaluation codes were updated due to analysis of returned parts result code (annex c) : add additional code component code (annex g) remove g07001 and add g04051 h3 device evaluation summary: was updated due to analysis of returned parts medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the pb560 ventilator continues to generate a low pressure alarm and the ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the ventilation stopped due to turbine failure, and replaced the turbine and turbine control printed circuit board (pcb). Additionally, sp replaced the central processing unit (cpu) pcb precautionarily as the inspiration flow sensor needed to be recalibrated in a short period of time. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cpu pcb was not returned to medtronic. The turbine control pcb was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One turbine was returned to medtronic for analysis. Visual inspection showed no anomalies. The turbine was attached to the failure I nvestigation test ventilator for analysis. The ventilator was powered up and put into ventilation mode. After approximately 1 hour on ventilation, the unit generated a high priority alarm with "connect valve or change pressure" message displayed on the screen and no air coming from the turbine, confirming a faulty turbine. The cause of the event was isolated to a faulty turbine the event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.